Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the white residue in air/water channels on both sides cause is not established and for the distal end plastic cover was melted the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited white residue in air/water channels on both sides and the distal end plastic cover was melted. There was no patient involvement.